Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID ((B)(4). The 26173kpr koh macro needle holder, up06 was returned on 12.01.2020 for investigation. Upon investigation a small scratch and fracture was found near the broken area, which indicates mechanical damage causing the grip to detach. This is assumed to be caused due to mechanical overload. Potential root cause is due to mechanical overload and wrong position clamping. In regard of overloading the instrument a warning is listed in the corresponding IFU. No indications for a systematic issue.

Event description:
It was reported that there was event with a needle holder. According to the information received, a plate became detached distally. This could be completely removed from the patient intraoperatively. Additional information: surgery time extension > 15 min: yes.